Event description:
The customer reported that there's no sound at central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that there's no sound at central nurse's station (cns). The customer moved the audio cable and the sound cameback. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not available (n/a) to this report: email and telephone number.

Event description:
The customer reported that there's no sound at central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that there's no sound at central nurse's station (cns). The customer moved the audio cable and the sound cameback. There was no patient injury reported. Investigation summary: during troubleshooting, it was identified that when the audio cable was moved the audio came back on the cns. Although not definitive, it is likely that the audio cable is not properly inserted and is loose, or the audio cable is damaged. If the audio cable is loose, there will be no audio coming from the cns. It is also possible that a user had inadvertently loosen the audio cable. Cable damage may occur due to normal wear and tear or due to human factors. Cables that are often disconnected and reconnected or are positioned in areas where they are in possible with other objects or persons are more susceptible to physical damage. Possible root causes for cable damage are normal wear and tear or inadequate cable management. If the cable was properly connected, the issue would have not occurred. No corrective actions will be implemented at this time. Attempt # 1: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information, I was transferred to kristin's voice mail and a message was left for her to call me back with the patient and device information and to please provide an email address. Attempt # 2: (B)(6) 2022 a phone call was made in an attempt to gather patient and device information, I was transferred to kristin's voice mail and a message was left for her to call me back with the patient and device information and to please provide an email address. Attempt # 3 (B)(6) 2022 a phone call was made in an attempt to gather patient and device information, I was transferred to kristin's voice mail and a message was left for her to call me back with the patient and device information and to please provide an email address. The following fields are not available (n/a) to this report: e1 email and telephone number. Manufacturer references # (B)(4).